Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with operating currents within specification. No unexpected low battery alarms or battery out limit alarms noted. The insulin received with intermittent buttons due to corroded keypad traces. No frozen screen anomalies were noted. The insulin pump received with corroded battery tube and battery cap contact. The insulin pump received with cracked case at lcd window corners. The insulin pump received with scratched lcd window.